Event description:
It was reported that malfunction code 199 appeared in tandem source while pump was being updated. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received pump reset instructions and assistance, and was informed that a replacement pump with updated software would be sent; customer planned to use backup insulin pump for insulin delivery.